Event description:
Pulmonetic systems, inc. Received a call from in 2002. The representative reported the following problem: vent inop while on external battery. Vent did try to restart itself and was doing a continous reboot.